Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had pixelated image and loose red cable or the red coaxial cable at the end of the large screen sometimes failed and left only three quarters of the screen visible, and if you move the coaxial hose on that side a little, the screen started to show interference. There were no reports of patient harm.